Event description:
It was reported that an atrial effusion had developed. The right atrial lead was explanted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed and no anomalies were found. Blood/body fluid was present on the proximal conductor (not obstructed), and in/on the helix mechanism. The outer insulation was breached cut and there was apparent explant damage.